Event description:
The patient sustained a 1" x 1 1/2" abrasion area on left thigh under pad. Injury was a second to third degree burn. Burn was treated with silverdene cream and follow-up was done in doctor's office.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-91. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.